Event description:
It was reported by svc report that the I-awareness system on the bed had an error on footboard display and was not functioning. No pt involvement or adverse consequences are reported.